Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shoulder joint was swollen within twenty minutes of starting the case.

Manufacturer narrative:
The device was received as service repair. The device was repaired by the service team and it was not evaluated by a complaint technician. The device was diagnosed, but resulted in no problem found. The product was returned for investigation and the reported failure mode was not confirmed through the service repair.

Event description:
It was reported that the shoulder joint was swollen within twenty minutes of starting the case.